Event description:
It was reported that the patient had an advance sling revision surgery on (B)(6) 2013 due to unknown reasons. No additional patient complications were reported. Refer to mfg report #2183959-2013-01202.

Manufacturer narrative:
Should additional information become available regarding this event, it will be re-evaluated and a follow-up report will be sent.